Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot #: (B)(6) rev. H. The motion control board was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the motion control board had voltage drift and drivability issues. The expected voltages for the test points was lower than expected. The returned component had electrical failure. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when moving the image acquisition system (ias), it initially worked as designed, but then slowed down, the wheels locked up and the system would start beeping. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot: unknown h6) multiple annex a codes were applied to capture this event. A0508 captures the drive malfunction and a150204 captures the beeping. H3, h6) the system was serviced in the field and the system's drive function was intermittently malfunctioning. While driving the ias, it would intermittently stop, emit a series of 6 tones from the digital drive printed circuit board (pcb), then would proceed once the drive handle was released, then re-engaged. The motor encoder wires/connections were checked and they passed inspection. The digital drive printed circuit board (pcb) was replaced and the drive then functioned to expectation post repair. Codes b01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.